Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred which may have been due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was in for a leg angiogram. A proglide was used first as a closure device and failed. A 6fr angio-seal was then opened and used for closure. When the device was being retracted after the device and sheath were connected, the entire angio-seal device came out of the patient. The anchor was still with the device, and not in the patient. Manual pressure was held. The patient remained stable throughout. The procedure was a lower extremity angiogram. The estimated blood loss was less than 250cc. Additional information was received on 26mar2024: the doctor stated that he felt the scarred groin may have caused the issue. Upon retrieval of the device, it appears the anchor did not leave the end of the sheath. The procedure sheath size used was a 6fr. The groin was scarred making access more challenging. A pre-deployment angiogram was performed. The patient was stable.